Event description:
The external pulse generator was returned to the manufacturer due to a field action. It was analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted evaluation summary (B)(4): analysis found that the battery contacts were compressed and out of mechanical specification. The keyboard was contaminated. One side bail cover and ring cover were broken.